Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. Basic occlusion, occlusion, the excessive no delivery tests were not performed due to compromised force sensor system alarm. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming during manual prime. Customer's blood glucose was 125 mg/dl. The reservoir was empty and she was changing her infusion set. Customer stated the device was not dropped or bumped prior to the alarm. Customer reported the drive support cap was sticking out and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.